Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device diagnostic report recorded a count of 9357 charge timeouts since the device was manufactured. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the field allegation of a charge time out.

Event description:
Boston scientific received info that the pt presented to the clinic with complaints that the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones. Upon interrogation codes appeared indicting there was a high out of range pacing impedance measurement and the charge time exceeded 45 seconds. Data of the s-ICD was sent in for review and it was noted that the impedance measurements were within limits. It was determined that the high out of range impedance code was incorrectly displayed s the energy from the previous capacitor reformation was not completely dissipated when the s-ICD attempted to perform the electrode impedance measurement. Boston scientific technical service (ts) discussed that therapy would still remain available, however the change time code would continue to display at each interrogation and replacement of the device could be considered. Subsequently the s-ICD system was explanted and returned for analysis. No additional adverse pt effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.